Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact information: (B)(6).

Event description:
The event occurred in a hospital patient room and involved a lifeshield¿ extension set - 15 inch 1.2 micron filter, prepierced y-site, non-dehp. A user facility mandatory medwatch (#(B)(4)) was received that stated, ¿the nurse went to discard the old tpn (total parenteral nutrition), tubing, and extension set to replace it with new tpn, tubing, and extension set. On an attempt to remove the extension set from the cvc lumen, the secure lock male adapter was unscrewed upon pulling back it would not dislodge from the cvc lumen. Multiple attempts were made to remove the line with no success. On the last attempt, the tip of the adaptor broke off in the purple lumen; discarding old tpn, tubing and extension set to replace with new was the original intended procedure. Devices failed was the problem of the user have. Other therapies used on the patient at the time of the event that may have caused or contributed to the event: total parenteral nutrition (tpn) becomes sticky when it dries.¿ it was later reported by the customer that the sticky tpn dried around the secure lock male adaptor of the extension tubing, making it difficult to remove from the cvc lumen. Although there was patient involvement, there was no adverse event or human harm.